Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during transabdominal preperitoneal (tapp) repair, the handle was difficult to squeeze on the 3rd firing but firing was still done. On the 4th firing, the doctor squeezed the handle but tacked on nothing and confirmed that tacker was inside the shaft and the parts of the device were not rotating. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no injury reported.